Manufacturer narrative:
Upon receipt of the subject device, the reported issue was confirmed. None of the leds on the head light up, and communication with the implantable device was not possible. The head was opened, and an internal electrical component was found to be broken. In addition, a crack was observed on the plastic cover at the corner of the head. The reported event was most probably caused by a mechanical shock, likely due to the device falling onto a hard surface (as evidenced by the visible crack on the white casing). This case is retained and utilized for trend purposes.

Event description:
Reportedly the cpr4 does not recognized the device.

Event description:
Reportedly the cpr4 does not recognized the device.